Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported a brush stuck/broken in air/water channel involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The issue was observed during reprocessing, no patient involvement or injury reported. The user facility responded to a good faith effort via email on 13-dec-2021 and stated the failure occurred during reprocessing on (B)(6) 2021, and there was no patient involvement as the failure occurred during reprocessing. The facility did not report the event to the authorities. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility uses the following cleaning brushes pentax medical tri-bristle endoscope cleaning brush model cs-6021t. They also use cs-13a as well as healthmarks # (B)(4) trumpet valve brush. No lot numbers were provided.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 06-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of stuck accessory and documented the following inspection findings: accessory stuck in suction tube, passed dry leak test, air/ water nozzle glue missing, bending rubber glue cracking at insertion tube side, bending rubber glue cracking at distal side, passed wet leak test, video image has a white or red dot, customer complaint confirmed. The device underwent repairs including the following components: o-rings and seals, bending rubber, suction channel lg. The endoscope was delivered to the customer on 14-dec-2021 under delivery order (B)(4). Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. MDR 9610877-2021-01616 is being submitted for the pentax medical video colonoscope model ec34-i10l, serial number (B)(4). MDR 9610877-2021-01932 is being submitted for the pentax medical cleaning brush, model cs-6021t , unknown serial number.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result g4:premarket identification PMA/510(k):model cs6021t is a cleaning brush, so there is no 510k number. Evaluation summary: this is an event in which a foreign object such as a brush is stuck in the conduit. It was concluded that this was caused by a brush used by the user during cleaning that broke off and remained in the pipeline.